Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 1.20mm x 15mm emerge balloon catheter was selected for use and advanced to dilate the lesion. However, upon inflation at approximately 10 atmospheres, approximately 20cm of the distal shaft was detached from the hypotube. The distal 20cm of the catheter shaft, together with the balloon, was pulled into the radial access site in the left arm through a small incision and was removed by a vascular surgeon. The procedure was successfully completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of an emerge balloon catheter in two (2) pieces. There was blood in the guidewire lumen. The tip was damaged. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon. Tactile inspection revealed numerous kinks throughout the inner and outer shafts. Microscopic examination revealed that there was a separation at the midshaft bond. The separated end of the midshaft appeared to be jagged, which indicates that the separation was due to tensile overload. Microscopic examination presented no damage or irregularities to the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 1.20mm x 15mm emerge balloon catheter was selected for use and advanced to dilate the lesion. However, upon inflation at approximately 10 atmospheres, approximately 20cm of the distal shaft was detached from the hypotube. The distal 20cm of the catheter shaft, together with the balloon, was pulled into the radial access site in the left arm through a small incision and was removed by a vascular surgeon. The procedure was successfully completed with a different device. No patient complications were reported.